Event description:
The following has been reported: pump kept stating that there is air in the line when there wasn't any. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.